Event description:
The customer reported the output dosage is high. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the kvp/ma tracking. System operates as intended. (B) (4)